Event description:
Procedure: cesarean section. Reportedly, during the procedure the instrument flamed and caused a fire. The drape caught on fire. The patient was burned on the right flank. Patient received a 5x5" second degrree burn, silvadene cream and dressing were applied.